Event description:
It was reported to philips that the device failed in quality inspection. There was no report of patient involvement.

Manufacturer narrative:
The customer evaluated the device and has decided to decline service as the device is no longer under warranty. Philips is unable to rule out that a malfunction did not occur. As the customer declined further troubleshooting of the device, a definitive cause for the reported failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.